Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation melted and breached cut, apparent explant damage, and blood noted on proximal conductor; full lead returned and analyzed.

Event description:
It was reported that patient stated "the lead was not in the appropriate place and now he has to go back and have it corrected". Follow-up information indicates that there was nothing wrong the lead or device, but that due to patient anatomy,the lead needed to be replaced, since patient had scar tissue which caused high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.